Manufacturer narrative:
Date of event: unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Date of implant: n/a. Date of explant: n/a. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon was loading an aa4203tl single-piece silicone lens with toric optic, 22.5 se/3.5 diopter, and the lens haptic tore. There was no patient contact and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.